Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit did not turn on, only after several attempts. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) had evaluated the unit and no problems detected. Functional tests performed. Repair completed. Operational tests carried out with positive results. The fault did not involve. The equipment is was returned to the customer for clinical use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).